Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented for lead revision after receiving inappropriate antitachycardia pacing therapy due to noise in (B)(6). During lead extraction procedure, fluoroscopy revealed externalized conductors. The lead was capped and replaced. The patient condition is great.